Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd corwall syringe s2 foreign matter in the barrel. The following information was provided by the initial reporter, translated from chinese to english: during saline withdrawal, a foreign body was found in the needle bolus.

Manufacturer narrative:
A device history record review was performed for provided material number 301947 and lot number 2110183. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As neither picture samples nor physical samples were available for this incident, twenty (20) retained samples were obtained for review from the manufacturing facility. Upon evaluation, the retained samples did not display any abnormalities. Based on the investigation results, we were unable to reproduce the reported issue and an exact cause could not be determined as the foreign matter could not be confirmed. Based on the provided feedback, we understand a foreign matter was found. It is possible that the foreign matter could be the lubricant flake coming from the related syringe. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
4/1/2024: "1. Please provide a sample, photograph, or a detailed description of the observed foreign body. 2. Was the seal of the packaging compromised by the observed foreign body? 3. Is the foreign matter located inside of or on the cannula/needle? 4. Is the foreign matter found in needle cover/shield? 4. Is the foreign matter located in the fluid path? 5. Was the foreign matter identified before use of the product?" 6.sample. 1 due to the shift change of the department, the sample has been discarded and no sample is provided. 2 no. 34 is located in the nipple of the syringe when found. 5no. 6 no.